Event description:
The reporter stated the surgeon used a aq201ov three piece silicone lens. The cataract was very dense and a extracapsular cataract extraction was performed. The surgeon removed the cataract intact, did not break it up. The iol was inserted into the patient's eye, the surgeon felt capsule structure not stable enough to hold lens in place and decided to remove it and an anterior chamber iol was implanted. No suture used. No patient injury. No sutures. There was no problem or malfunction with the lens.

Manufacturer narrative:
(B)(4).